Event description:
It was reported that after 2 hours of ablation, it was noted a rise in impedance. The catheter was removed from the patient, and it was found char on the tip. The physician stated that the size of the char was like the tip of the catheter. The physician changed to another catheter and the case was completed with no patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that after 2 hours of ablation, it was noted a rise in impedance. The catheter was removed from the patient and it was found char on the tip. The physician changed to another catheter and the case was completed with no patient consequences. Two catheters were received in the lab for analysis. The devices were visually evaluated and it was found that the catheter # 1 - pa: (B)(4) had char on the tip. The catheter #2 - pa: (B)(4) was in good condition. Both catheters were tested and they passed electrical, temperature and generator tests. Also irrigation and cool flow tests were performed and the catheters passed, no occlusion was observed. The customer complaint about char was observed in one of the catheters, however since both catheters passed specifications the root cause of the char founded in one of them remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.